Event description:
Reference MFR 1627487-2019-05474. It was reported that during a lead revision (reference MFR report # 1627487-2019-04956, MFR report # 1627487-2019-04957), patient experienced a headache due to cerebrospinal fluid leakage. Reportedly, a blood patch was performed intra-operatively. Post-operatively, the issue was resolved. It is unknown which lead caused the cerebrospinal fluid leakage therefore both leads will be reported.